Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-srflnk-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a supraventricular tachycardia procedure, an output issue occurred causing a procedure delay. The surfacelink for ensite x was did not function as intended; when validation was chosen, "validation successfu" was noted and then after one minute a message appeared stating ¿problem with neck or reference patch¿. A surfacelink from a different hospital was used to continue the procedure, however it took approximately 30 minutes to get the surfacelink.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported output issue and subsequent delay remains unknown.